Event description:
Consumer reported a tampon came apart inside her upon removal. She was able to remove the remaining pieces herself.

Manufacturer narrative:
Device history record could not be reviewed as a lot code was not provided. Information from this incident will be included in our product complaint and MDR trend analysis. Consumer did not return unused product for evaluation.